Manufacturer narrative:
Event date: approximated based on event description, as anomalies were identified two weeks prior surgery.

Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) had an in-clinic evaluation as the device was not working as expected. Subsequently, a revision procedure was performed, during which a crack in the tubing of the left cylinder was identified. The cylinder and pump were removed and replaced. The cause of the crack was not provided by the medical staff. There were no patient complications reported.

Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) had an in-clinic evaluation as the device was not working as expected. After two weeks, the patient underwent a surgical procedure, wherein the cylinder and pump were removed due to a crack in the tubing of the left cylinder. The cause of the crack was not disclosed by the medical staff. There were no patient complications reported.

Manufacturer narrative:
Event date b3: approximated based on event description, as anomalies were identified two weeks prior surgery. Upon receipt at our quality assurance laboratory, these ipp components underwent a thorough analysis. The used cylinder was visually inspected, microscopically examined, and leak tested. The kink-resistant tubing was worn down to the filament; however, it is not likely to have affected device performance. The cylinder had sharp instrument damage which likely occurred during explant; therefore, it was not pressure tested. A tried and not used cylinder was returned without an allegation of adverse event or against its performance; this cylinder passed visual, microscopical analysis, leak and pressure testing. The ms (momentary squeeze) pump was visually inspected, microscopically examined, and leak tested. Under the microscope, it was observed that the pump was contaminated; therefore, it was not functionally tested. Product analysis was unable to confirm the clinical observations of tube hole.